Event description:
Pt was being bagged and peep valve malfunctioned. Bagging resulted in a pneumothorax and chest tube was inserted. The pt, who was on a vent, was being transported for a procedure and was being bagged by the anesthesiologist. The bagging became increasingly difficult due to the peep valve becoming stuck.